Event description:
It was reported that during equipment testing, the drill heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer, however, the complaint could not be replicated because the device would not operate. Internal components were evaluated and the motor assembly and rotor assembly were discovered to be seized up, due to corrosion. The presence of corrosion can lead to increased friction among rotating components, resulting in heat generation. The motor assembly, rotor assembly and associated bearings were replaced, and additional preventative maintenance was also performed. The drill was returned to the user facility.